Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: a letter of recommendation stating: the patient is experiencing intolerable side effects after initiating treatment provided by your company. The bleeding has been consistent over the last month, and the patient is experiencing gum sensitivity. The clinical team requested a letter of recommendation and provided a recommendation for the patient to cease treatment due to the reported side effects. However, the letter of recommendation provided does not elaborate on the ""intolerable side effects.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.